Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.